Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was in 400-580 mg/dl range with moderate to high ketones. Elevated blood glucose was address with manual injection. Customer reported using pump supplies for four to five days. Tandem customer technical support informed customer that using pump supplies more than 48 to 72 hour is off label per the user guide. Customer changed pump supplies to address the issue.